Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the temperature display of the foley catheter became unstable during use. After checking the cable, it was stated that the contact of the female part might be bad. Per follow up information received via ibc on (B)(6) 2022, stated that it was not visually confirmed whether the female part contact was bad. Per notification received from investigator on (B)(6) 2022, it was stated that the cable was found to not meet specification during evaluation.

Event description:
It was reported that the temperature display of the foley catheter became unstable during use. After checking the cable, it was stated that the contact of the female part might be bad. Per follow up information received via ibc on 23jun2022, stated that it was not visually confirmed whether the female part contact was bad. Per notification received from investigator on 19dec2022, it was stated that the cable was found to not meet specification during evaluation.

Manufacturer narrative:
The reported event is confirmed, supplier related. Photo samples were submitted, however, unable to evaluate the reported event from the photos. The extension cable was returned without the original packaging. No damage to the cord was noted. Connections of the cord to the plug and socket were secure. Using a multimeter, the cord was tested for and found to have continuity. A potential root cause for this event could be operator error. The device was used for diagnostic purposes. A DHR review cannot be performed as the lot number is unknown. A labelling review is not required as a review of the label could not have prevented the reported event. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated.